Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2024. During the procedure, the basket wire was broken. The procedure was completed with another trapezoid rx. No patient complications were reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code: a0401 captures the reportable event of basket wire break.